Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the pump screen was frozen on the main screen. Prior to troubleshooting, the customer reported that the issue was resolved. Additionally, it was reported that the cartridge estimate was reset to zero after charging the pump. The customer reloaded the cartridge and was successfully able to resume insulin. The customer's blood glucose level was 104 mg/dl.